Event description:
Surgeon reported that following placement of aortic and mitral valves, the pt's left atrium pressure was high. The aorta was cross-clamped and the valve was re-oriented but the pressure remained high. Echo revealed that both the mitral & aortic valves were functioning insufficiently. The valves were removed and replaced. The left atrium pressure descended slowly. Following surgery, the pt had low cardiac output and expired the next day.